Event description:
It was reported that the left ventricular (lv) lead was difficult to position during the implant procedure and that the patient had "inadequate anatomy" for lv lead placement. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however blood/body fluid was noted on all conductors (not obstructed). The full lead was returned and analyzed.